Event description:
During an in clinic follow up, loss of capture resulting in post-paced t-wave oversensing (pptwos) was observed on left ventricle (lv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.